Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the lead exhibited high threshold and high, out of range, pacing lead impedance. The lead was explanted and replaced. The patient condition is stable.